Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the lead was not retuned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead had all contacts that were out. It was also noted that the battery had no charge on the day of the patient's previous revision (MFR report #: 3006630150-2015-02342) and after the revision, it was determined that all contacts on the lead were out. It was also reported that the devices were not working. The patient underwent a replacement of the lead and ipg. The ipg was replace due to the physician's inability to remove the lead tails from the ipg despite multiple attempts. The physician did not believe that the paddle was defective.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all the required tests and revealed normal device characteristics. Sc-8216-50 (sn: (B)(4)) device evaluation indicated that the complaints were confirmed. The complaint of high impedance was confirmed. The associated ipg was received with the proximal ends stuck into the header. Visual inspection revealed damaged proximal ends and missing body of the paddle lead. The proximal ends were removed from the ipg¿s header and visual inspection found set screw marks, each one located on electrode # 8. The proximal ends were cut approximately 5 cm from the tips. A properly inserted proximal end should show set screw marks on the retention sleeve of proximal end and not on the electrodes. It appears that proximal ends of the paddle lead were not fully inserted, thus causing a miss registration which occasioned the reported high impedances anomaly. X-ray inspection of the proximal ends found no cable breakage.

Event description:
A report was received that the patient's lead had all contacts that were out. It was also noted that the battery had no charge on the day of the patient's previous revision (MFR report #: 3006630150-2015-02342) and after the revision, it was determined that all contacts on the lead were out. It was also reported that the devices were not working. The patient underwent a replacement of the lead and ipg. The ipg was replace due to the physician's inability to remove the lead tails from the ipg despite multiple attempts. The physician did not believe that the paddle was defective.